Event description:
In 2008, pt was on vasopressors, epinephrine 0.1mcg/kg/min and dopamine 18mcg/kg/min for hypotension related to sepsis. The alaris brain stopped functioning and brought up a message on the screen saying that there was an error and was going to shut off. Blood pressures fluctuated in the time needed to change pumps. Lowest bp 40/20, range prior 53-125/26-45. Heart rate range 107-122. Initial biomed investigation: event occurred at 7:26am on the next day in the 6th floor picu dept. At 10:30am biomed downloaded the subsequent error log and event log from the alaris unit. The error log showed that in fact there was an error that occurred at 7:26:09am on the same day. The fault code is 111.2000.2 biomed called alaris technical support. Tech support stated that this problem is associated with a keyboard communication problem and typically the main board would need to be replaced. Alaris tech support stated that we would send in the unit for eval. At 10:45am on the following day, the pump unit involved in the pt related incident was given to the dir of facilities for sequestering. It is now sequestered in his office. Waiting on hospital risk management to complete their investigation on the incident. Dates of use: 2008. Diagnosis or reason for use: sepsis with hypotension. Event abated after use stopped or reduced: yes.